Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog number updated. The investigation for the fever has been completed. The root cause of the injury was not determined due to insufficient clinical details. The investigation results for the arrhythmia, hematuria and respiratory failure was previously reported.

Event description:
A 71-year-old male presented to the emergency department with st-elevation myocardial infarction (stemi) and was emergently transferred to the cardiac catheterization laboratory. During the initial coronary angiogram, the patient decompensated and required one round of cardiopulmonary resuscitation (CPR), with return of spontaneous circulation (rosc). An impella cp was successfully implanted for mechanical circulatory support, resulting in hemodynamic stabilization. Percutaneous coronary intervention of the left main into the left anterior descending artery was performed. The patient was subsequently escalated to an impella 5.5 for continued support. On (B)(6) 2025, the patient underwent a bedside left lower extremity fasciotomy for reported compartment syndrome related to an intraosseous line with wound vacuum placement. The patient later experienced ventricular arrhythmias, atrial flutter, fever (antibiotics regimen adjusted), hypoxia, and required mechanical ventilation and continuous renal replacement therapy. Despite continued mechanical circulatory and supportive care, the patient's condition deteriorated. A decision was made to withdraw care, and the patient expired.

Manufacturer narrative:
Additional information has been provided in b5.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria, respiratory failure: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 71-year-old male presented to the emergency department with st-elevation myocardial infarction (stemi) and was emergently transferred to the cardiac catheterization laboratory. During the initial coronary angiogram, the patient decompensated and required one round of cardiopulmonary resuscitation (CPR), with return of spontaneous circulation (rosc). An impella cp was successfully implanted for mechanical circulatory support, resulting in hemodynamic stabilization. Percutaneous coronary intervention of the left main into the left anterior descending artery was performed. The patient was subsequently escalated to an impella 5.5 for continued support. On (B)(6) 2025, the patient underwent a bedside left lower extremity fasciotomy for reported compartment syndrome related to an intraosseous line with wound vacuum placement. The patient later experienced ventricular arrhythmias, atrial flutter, fever (antibiotics regimen adjusted), hypoxia, and required mechanical ventilation and continuous renal replacement therapy. Despite continued mechanical circulatory and supportive care, the patient¿s condition deteriorated. A decision was made to withdraw care, and the patient expired. The impella 5.5 will be reported as death type of reportable event. However, based on available information, the patient's underlying condition (including progression of cardiogenic shock [scai stage d], acute myocardial infarction) contributed most to the patient¿s outcome. Correction: after review of the case by medical safety, it was determined the impella 5.5 is a death type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Other corrections include patient-specific information for a4. Weight and b7. Medical history details added. Note: the exact date of death is unknown but has been captured as the date of explant. If actual information becomes known, a supplemental report will be submitted.

Event description:
The complainant reported that the patient was escalted from impella cp to an impella 5.5 support. During support of the impella 5.5 the patient was found to have blood-tinged urine, which resolved on its own and cleared up. Additionally, the patient had runs of ventricular fibrillation/ventricular tachycardia overnight. Moreover, patient encountered hypoxia and was changed to bilevel on ventilator. However, ultimately care was withdrawn and the patient expired. The death is currently associated with the first pump (cp) and reported on (B)(4).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.